Event description:
The customer reported a hissing sound from the inside right door of a coulter lh 500 hematology analyzer. There were low vacuum error messages reported by the customer at the time of the event. The customer could not identify the source of an air leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/10/2015. The fse confirmed the hissing sound. The fse found a pressure leak at valve (vl) 40. The fse replaced the tubing resolving the hissing noise and vacuum errors. Onsite, the fse found the diff pressure readings erratic. The fse replaced the pneumatic monitor card resolving the issue. The repairs were verified per established procedures. (B)(4).